Manufacturer narrative:
On march 07, 2025, mentor received additional information regarding the patient. It was reported that the patient was a male to female transgender. Section a has been updated accordingly to reflect this additional information. The patient had reported that the ruptured breast prosthesis was diagnosed with a CT scan in (B)(6) 2024. Section b3 has been updated accordingly to reflect this additional information. Prior to the CT scan, the patient reported that the breast prosthesis got hard, bigger, and was having pain. On march 11, 2025, mentor received additional information regarding the patient's experience. It was reported that the patient also experienced swelling and tenderness on the right breast. A CT scan demonstrated irregular contour of the shell of the implant with surrounding fluid which appeared to be within the fibrous capsule consistent with an intracapsular rupture. There was inferior displacement of the right-sided breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old hispanic female patient underwent a breast augmentation revision with a 600cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively, which was diagnosed with an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 12, 2025, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 12, 2025, mentor received additional information reporting that the patient underwent device explantation on (B)(6) 2025. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The patient's replacement device was a 580cc mentor memorygel xtra breast implant (catalog number smhx580) with serial number (B)(6). Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).